Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly and shut off. Customer's blood glucose was 198-199 mg/dl. Upon follow up, customer reported battery was functioning as expected; no further issues.